Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the electrical resistance and cross continuity test results were within specifications. No anomalies were found.

Event description:
It was reported that during the implant procedure, the pacing lead impedance was greater than 3000 ohms in different positions. The physician decided to replace and implant another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.